Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 590 mg/dl at the time of call. The customer's blood glucose was 507 mg/dl at the time of incident. The customer's blood glucose was 365 mg/dl at the end of call. The customer stated that he was given saline and insulin through IV during the hospitalization. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that his blood glucose was coming down at the time of call. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.